Event description:
It was reported that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead impedance was less than 200 ohms. A synchronized shock was performed to check the shock circuit and yielded an impedance measurement of 69 ohms. The ICD and rv lead remain service and no adverse patient effects were reported. Upon further review of the episode it was determined that the inappropriate shock did not occur due to oversensing, but occurred due to the patient's rhythm accelerating into the ventricular fibrillation (vf) zone, where there are no discriminators, and proceeded to therapy. Quick convert was delivered in the vf zone prior to the inappropriate shock. Further review also found that the pacing impedance was saturated below 200 ohms for at least three months. Boston scientific technical services (ts) suggested further troubleshooting and programming options. No further information is available at this time and all good faith efforts have been exhausted. If additional information becomes available the report will be updated. The ICD and rv lead remain in service.

Event description:
It was reported that the patient received an inappropriate shock from the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead impedance was less than 200 ohms. A synchronized shock was performed to check the shock circuit and yielded an impedance measurement of 69 ohms. The ICD and rv lead remain service and no adverse patient effects were reported.